Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, the g7 depth gauge had a fracture at one of the notch location. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) anatomic arthroplasty alignment. Metallic depth gauge tip overlying the superior margin of the acetabular implant as noted. A review of the device history records identified no deviations or anomalies during manufacturing. Definitive root cause cannot be determined, however sem analysis suggest fatigue failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, during a left hip arthroplasty the tip of the g7 depth gauge fractured. Subsequently, the fractured piece of the instrument remained in the patient. The surgeon considered removing the fractured piece but decided to finish the procedure without removing the piece. Attempts have been made and additional information on the reported event is unavailable at this time.